Event description:
This report is filed for the recurrent mitral regurgitation (mr) requiring a second mitraclip procedure. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with degenerative mitral regurgitation (mr) reducing mr from 4 to 2. The second mitraclip was inserted, but not deployed due to an increase in the mean gradient pressure. The second mitraclip was removed from the anatomy and the procedure was completed. Six months later, on (B)(6) 2015, mr returned to 3-4 and the patient was symptomatic. The original mitraclip remained fixed on the leaflet. A second mitraclip was implanted reducing mr to less than 1 and the mean gradient pressure was within an acceptable range. No additional information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.